Event description:
Treatment of a small 2.5mm aneurysm, a small 3.3mm transitional aneurysm (likely straddling the dural ring that is opposite from the ophthalmic artery origin), a small 2.7mm aneurysm rising at the origin of the left ophthalmic artery, a small laterally directed 2.2mm aneurysm arising from the left ica (internal carotid artery) distal to the ophthalmic artery origin, and a small 1.0mm aneurysm adjacent to the origin of the branch of the mca (middle cerebral artery) which are all located in the left ica. The patient was also noted to have aneurysms in the right ica; however, they were smaller than the left ica aneurysms. It was noted that a diagnostic angiogram that was done to work on these aneurysms up in another center was complicated by a small ischemic stroke. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving one pipeline (4mm x 20mm). The patient was given aspirin and clopidogrel before the procedure. The ped (pipeline embolization device) was fully deployed; however, the proximal segment of the device that was in the proximal cavernous segment of the ica did not adequately open. The physician attempted to open the proximal segment of the pipeline by manipulating the pushwire and the marksman catheter. The physician planned to use the j-wire technique (in the opposite direction via the right ica), but they could not access the distal end of the pipeline because the ped extended slightly into the m1 segment (sphenoidal) on the left. Next, it was decided to make an attempt to remove the pipeline with a snare and an alligator retrieval device, but the attempts were unsuccessful. Angiogram showed slowing flow within the left ica (internal carotid artery). The patient was then administered reopro intravenously followed by a 12 hour infusion to prevent clot formation. Follow-up angiogram showed good collateral circulation with no neurologic complications. The patient was awakened from general anesthesia and found to be at her neurological baseline.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).